Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Later, physio was made aware that the customer had sent their device to a third party service agent for repair. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on with an ac power adapter or with batteries. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was later made aware by the customer that the reported issue was due to the fact that their ac power adapter was not compatible with the batteries they were using in their device. The ac power adapter was not charging the batteries and the batteries became depleted. The issue was resolved by purchasing different type of batteries and a compatible battery charge. The device was returned to use. The cause of the reported issue was due to use error. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on with an ac power adapter or with batteries. There was no patient use associated with the reported event.